Event description:
Tissue death, organ failure; I had a tubal ligation on (B)(6) 2018. I was not aware medical devices had been attached to my fallopian tubes. I expressed discomfort after the procedure in which my doctor expressed it was something he did but would not tell me what. On (B)(6) 2020 the pain is still there. I started running in (B)(6) and the pain become even more evident. Finally I call to find out what the doctor did. I find out there are foreign medical devices called filshie clamps. They were inserted during the tubal ligation procedure. On (B)(6) I finally got an xray to show the clips exist. I am military trying to get these clamps out as running and being in shape is essential to my job performance. Now, I am trying to find a way for them to get removed. I am in constant pain. I am afraid of what the clamps will do if I continue to run. I can feel them and believe I have an allergy to product. I would like the filshie clamps removed. I never would have consented to a foreign medical device be put in body providing I even had a chance to discuss the procedure as to what was really going on. FDA safety report ID# (B)(4).